Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.0mm x 30mm x 143cm coyote nc balloon catheter was advanced for dilation. During the procedure, after several inflations, the balloon ruptured. The device was removed without any problem and no damage found on the balloon. The shape of the rupture was that of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.0mm x 30mm x 143cm coyote nc balloon catheter was advanced for dilation. During the procedure, after several inflations, the balloon ruptured. The device was removed without any problem and no damage found on the balloon. The shape of the rupture was that of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the coyote es balloon catheter was initially used in the procedure before it ruptured then followed by a coyote nc before it also ruptured. Both balloons were at their rated burst pressure or may have been slightly altered and inflated between 15 to 30 seconds before they ruptured. A different device was used to complete the procedure.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. The device was returned for analysis and the evaluation was completed on 29aug2024. The outer shaft, inner shaft, balloon and tip underwent a visual and microscopic examination. Microscopic examination revealed a pinhole 9mm from the tip. There were no other damages noted. The complaint was confirmed as the pinhole prevented inflation and is consistent with material rupture.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 2.0mm x 30mm x 143cm coyote nc balloon catheter was advanced for dilation. During the procedure, after several inflations, the balloon ruptured. The device was removed without any problem and no damage found on the balloon. The shape of the rupture was that of a pinhole. A different device was used to complete the procedure. No complications reported, and patient status was good. It was further reported that the coyote es balloon catheter was initially used in the procedure before it ruptured then followed by a coyote nc before it also ruptured. Both balloons were at their rated burst pressure or may have been slightly altered and inflated between 15 to 30 seconds before they ruptured. A different device was used to complete the procedure.